Manufacturer narrative:
A pump was received in a container with formalin. According to instruction noted on vv-0199255 v4.0 and vv-0198519 v9.0, devices are not to be stored in formalin or other aldehyde-containing antiseptics, disinfectants or antimicrobials. Devices received in prohibited substances will not be evaluated by coloplast due to safety concerns. Therefore, this device receipt has been logged as received, but the device has been discarded and testing will not be performed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, failure of penile implant. Pump removed. Device received on 09/08/2020 in a container containing the pump, and formalin.